Event description:
It was reported the sheath was found damaged during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator for analysis. Visual analysis revealed that the dilator tip was folded and split. Microscopic examination confirmed the damage. The appearance of the damage is consistent with undue force being applied during attempted insertion. The total length of the dilator body measured 5.4375" which is within the specification limits of 5.25-5.75" per the dilator graphic. The dilator outer diameter measured 0.1584" which is within the specification limits of 0.156-0.160" per the dilator graphic. The dilator tip inner diameter measured 0.036" which is within the specification limits of 0.036-0.038" per the dilator graphic. The dilator was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "use dilator to enlarge site as required." A lab inventory 0.877mm dia swg (measured: 0.850mm) was inserted into the dilator. The swg passed through with minimal resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "do not leave dilator in place as an indwelling catheter to minimize the risk of possible vessel wall perforation." The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was folded and split. The appearance of the damage is consistent with undue force applied during an attempted insertion. The dilator met all relevant dimensional and functional requirements , and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the sheath was found damaged during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.